Event description:
It was reported that inappropriate therapy due to noise on the rv and ra channels were observed. Insulation damage was suspected. The lead was explanted and replaced. The patient condition after the event was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.